Event description:
The hospital reported that due to the previous 2 stent loading failures, the physician decided to load the guidewire first, using a 300 cm guidewire. The physician frontloaded an old stabilizer and then introduced a stent system into the patient's head. When ready to deploy, the user (s) could not budge the stent. The user (s) repositioned the stent in a straight artery, and was still unable to budge the stent. The physician removed the system from the patient and observed that the stent appeared to protrude from the side wall of the catheter. The fourth stent system was successfully loaded and placed in the patient. The hospital reported that this was a ruptured aneursym stenting procedure in the brain, that there were no patient complications and that the patient condition is fair.

Manufacturer narrative:
The device in question was returned to boston scientific and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.